Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had full black screen. The customer blood glucose level was unknown. Customer stated the insulin pump was neither exposed to extreme temperatures nor direct sunlight. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The devise will not be returned for analysis.